Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Australia. Allegedly, a patient who underwent a reconstruction mammoplasty in 2023 was diagnosed with an implant rupture in the right breast after undergoing an MRI. A revision surgery was performed.